Manufacturer narrative:
Device was not returned for analysis, however analysis alone is unable to confirm issue. Based on the information currently available, no device problem was identified and the cause of the issue cannot be traced to the device itself.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient¿s trial implant, that took place on (B)(6) 2019, the physician was unable to implant the trial lead. The physician attempted multiple times but was unsuccessful.